Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam plunger was confirmed based on return device condition. However, the lever was opened, and the plunger was deployed with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the trigger boss damage was due to the inadvertent pressing of the plunger with the lever (step 1) not fully deployed resulting in the reported plunger mechanical jam. Base on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 3190 was removed and code 2983 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair interventional procedure. Reportedly during step 2 the plunger did not depress completely. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.